Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a polypectomy procedure performed on (B)(6) 2026. During the procedure, the physician tried to cut the polyp with heat, but the snare was unable to cut. All the leads were replaced, but the issue persisted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (a050702) captures the reportable event of (device failure to cut). Block h6: imdrf device code (a090402) captures the reportable event of (device failure to deliver energy).